Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced. The customer declined to troubleshoot for power loss alarm found in the history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected battery power loss alarms noted during testing. Unit received with severely scratched lcd window, cracked keypad at select button, stained keypad overlay, scratched case, faded serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.